Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in pinhole form at 6atm within 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues were noted on the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. When inflating the balloon a pinhole leak was noted 6mm proximal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. An attempt was made to inflate the balloon however a pinhole was noted 6mm proximal from the distal markerband. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in pinhole form at 6atm within 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.